Event description:
A customer reported that the t:slim x2 pump battery would not charge, and there was a power source alert recorded in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to plug the wall adapter into a functional outlet and wait at least 30 minutes to see if the pump would begin charging. The pump started charging during the call, resolving the issue.